Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis, and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had been giving extra blouses to the customer. The customer reported that the insulin pump was giving boluses on its own even when it was in manual mode. The mentioned that the self test on the insulin pump was okay. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. The customer manually programmed and delivered the 0.125 unit bolus using the bolus wizard on (B)(6) 2020 21:21:31.000. There was no bolus recorded in the formatted history file for 0.150 unit bolus from (B)(6) 2020 00:00:00.000 to (B)(6) 2020 23:59:00.000. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. (B)(4).